Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was ¿completely down¿. No additional information was available. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 05/20/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data found that the pump was in use on the complaint date and continued to be used for 3 more weeks thereafter. Total daily delivery added up correctly and reflected the user¿s basal program. The pump powered up with auditory and vibratory features. The display was dim/discolored and was un-legible. The evaluation was unable to read/maneuver the screens and the remaining testing could not be performed. As a result, the alleged issue of the pump ¿completely down¿ could not be fully investigated and no conclusion can be drawn.